Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. This emdr is being submitted for unknown number of quantities. It was reported that the patient went to the emergency room (ER) and eventually got hospitalized (B)(6) 2025 due to bent kinked and leading to hyperglycaemia. The event occurred three hours after insertion. The insertion site was abdomen, arm, and glutes. The blood glucose level was 480 - 490 mg/dl at the time of event. The length of ER stay was for 6 hours no further information available.